Manufacturer narrative:
FDA correction/ removal reporting no. 3005423519-10/12/2021-001-r. Future date of explantation: (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: brest pain, seroma, capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient, who's undergone breast augmentation revision with two 425cc mentor smooth round moderate profile saline breast prostheses, suffered left breast pain, swelling, and seroma, post-procedure. In addition, the patient had a mammogram and was also diagnosed with left breast capsular contracture (baker grade iii). Complications were initially diagnosed via physical examination. As a result, the patient has been scheduled for implant explantation on (B)(6) 2022.